Event description:
It was reported that white foreign matter was found on the bd luer-lok¿ tip disposable syringe needle. The following information was provided by the initial reporter: "reported to have something "white" on the needle itself, rendering it useless."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.